Event description:
Complainant alleged that the medics were treating a patient who was in cardiac arrest. The medics monitored the patinent with the device in AED mode and determined that the patient was presenting a ventricular fibrillation heart rhythm. The device began to charge, but then the energy was dumped, and the device gave a "no shock advised" message. Again the device began to charge, but again the energy was dumped, and the device gave a "no shock advised" message. The medics then switched to manual mode and administered one 200 joule shock to the patient. The patient subsequently expired.